Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. Introducer tip ID was measured to be 0.040 inches, the specification has the tip ID to be 0.040 +0.002 / - 0.001 inches. The guidewire was inserted and removed several times with no issues noted. Reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the bio-medicus nextgen multi-stage femoral venous cannula and bio-medicus nextgen insertion kit, healthcare professionals made multiple attempts to advance the guidewire through the cannula, however, the guidewire could not pass through the distal end during use. Substantial force was required to insert the guidewire, which resulted in significant bending of the guidewire. The devices were replaced to complete the procedure. No complications have been reported as a result of this event.